Event description:
It was reported that "insert was placed into shell and impacted. It did not seat. After cleaning around the rim of the shell impaction was attempted three more times. It did not seat. A second insert was opened and implanted."